Event description:
As reported from france via the retavi clinical study, an 86-year-old patient with nyha class iii symptoms and dyspnea who had previously received a 23 mm sapien 3 in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement (tavr) after an implant duration of four years and sixteen days. The procedure was indicated due to failure of the index 23 mm sapien 3. The planned procedure involved redo-tavi with a sapien family transcatheter heart valve (thv). A new sapien family thv valve was implanted within the existing thv. Post-implantation, no adverse event was documented, and the patient was reported alive and discharged.

Manufacturer narrative:
Investigation is ongoing.